Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. A family member reported that the keypad buttons have been slow to respond over the (B)(6), and (B)(6), the buttons began sticking intermittently. He noted that the buttons require excessive force and multiple presses to obtain a response. The family member noted that the buttons still click and spring back as expected when pressed. He denied physical damage to the rubber keypad; denied exposing the pump to cleaning products; stated that the pump is rarely exposed to water; and stated that the pt wears the pump in various places with a clip.